Event description:
During the surgery, when the surgeon inserted the bearing insert onto the tibial base plate(#7) a wire of the bearing insert came off from the bearing insert. Therefore, the surgeon used another bearing insert (82-3-0710) instead of the first one (82-3-0708). The patient did not receive any health damage.